Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed.

Event description:
It was reported that the mightysat gave inaccurate readings. Mightysat read 91% when nellcor monitor read 100%. No consequences or impact to patient were reported.